Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke during knot advancement. Manual compression was used to achieve hemostasis. The patient developed a hematoma; the size was not known. There was no reported complications due to the hematoma and the patient was discharged without any further known treatment. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as a few weeks ago) the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.